Event description:
During a remote follow-up, noise that resulted in over-sensing was observed on the right ventricular (rv) lead and device. Technical support was contacted and recommended reprogramming to resolve the event, however no intervention has been performed. The patient was stable and will continue to be monitored.